Event description:
It was reported that the intraocular lens (iol), model dfr00v with 22.5 diopter power, was explanted from the patient's left eye due to night glare/halos post cataract surgery. The replacement iol was a different model lens (dib00) with 23.5 diopter power. There was no further medical or surgical intervention required. Visual acuities provided as 20/70 best corrected visual acuity (bcva) pre-initial implant, 20/30 post-initial implant, and 20/20-1 post-replacement surgery. The patient was reportedly doing fine when discharged. No further information is available. This report is for the left eye. A separate report has been submitted for the right eye.

Manufacturer narrative:
Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.